Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had high temperature. Patient was involved. No harm occurred.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d7a. A getinge field service engineer (fse) evaluated the unit and after cleaning the inside of the equipment, the equipment worked normally and passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a